Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the infusion set's tubing came apart at the quick release/site connector. The site location was left side of patient's abdomen while the pump was in the right pocket. The infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient blood glucose level was 178 mg/dl. No further information available.